Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the second firing with a blue cartridge on the stomach side, the staples did not form correctly. On the third firing with a green cartridge, on the remnant side, the staple line was coming undone. The surgeon over sewed the entire staple line to secure staple line. The case was completed with no patient consequence. The device and cartridges were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.